Event description:
It was reported to company that the ICD was explanted due to lack of communication. The device could not be interrogated and the device was found to have been past eri for at least 3 months.